Event description:
Physician was attempting to use a closurefast device to treat the great saphenous vein (gsv). The IFU (instruction for use) followed during preparation, procedure, post-procedure. Tumescent infiltration was utilized. Compression was applied. It was reported when the physician was using the catheter on the first gsv, a signal ¿low temperature¿ is shown on the rfa machine. Therefore, the physician took out the catheter and found that the proximal part of the heating element was melted. The coil was not exposed. The physician then replaced the catheter with another one (cf6-8-100) and completed the procedure without further treatment. 4 segments were treated and the vein closed. No injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis damage was noted to the catheter heating element/coil. Bubbling/melting of the fep layer was noted but the element/ heating coil was not exposed the catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas all pins were visually inspected to be straight the catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 86.0 ohms - pass test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 114.5 ohms - pass test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 55.5 k ohms) - fail test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 15.57 k ohms) - fail test 1 and 2 passed as per the acceptance criteria resistor test 3 and 4 failed. The catheter was connected and was not recognized by both the rfg3 and rfg2 lab generators when plugged in. The device did not completed the cycle error messages shown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.